Event description:
It was reported that vessel perforation occurred. The target lesion was located in the calcified left circumflex artery (lcx). A 3.00mm x 30mm maverick²¿ balloon catheter was advanced to the lesion. The balloon was inflated to approximately 20 atmospheres however it was noted that the lcx was perforated. The physician noted that the perforation was due to the calcification of the lesion. A 3.0x20mm maverick²¿ balloon catheter was used to treat the perforation and the procedure was completed by implantation of a stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated above the rated burst pressure and the dfu states: "do not exceed the rated balloon burst pressure." (B)(4).